Event description:
Covidien received information from a hospital in (B)(6) that "the patient's carbon dioxide increased to about 130 level." Patient was reported to be on the 840 ventilator for six days from (B)(6) 2011. According to the reporter, the patient's condition is unknown as patient left the hospital and relocated to a different facility. Customer reported during the first two months, "the patient was attached onto different ventilator five times and not only on covidien ventilator." There is no allegation of a ventilator malfunction.

Manufacturer narrative:
This issue is still under investigation. A follow up report will be submitted when new information becomes available.